Event description:
Country of complaint: (B)(6). Veterinary customer: thread detachment.

Manufacturer narrative:
Mfg site eval: there are no previous complaints of this code batch. There were (B)(4) units of this batch code manufactured and distributed, there are no units in OEM stock. Received one open and used sample with the needle detached from the thread. Twelve unopened pouches were obtained from qc stock. Tightness test to the samples received from qc stock has been performed and the units are tight. Needle attachment testing of the qc samples was performed and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.